Event description:
During an ischemic ventricular tachycardia procedure, it was reported that the patient suffered a pericardial effusion and tamponade during mapping of the left ventricle (lv). A blood pressure drop and an increase in heart rate were noticed. The physician went transseptal. The pericardial effusion was noted on fluoro as well as on the intracardiac echocardiography (ice) catheter. The procedure was stopped and the heparin reversed. Attempted to performed pericardiocentesis without success. The patient left the ep lab stable and went into surgery. The surgery was successful; the patient was stable and held for observation according to hospital protocols. On (B)(4), received additional information requested from bwi representative stating that the outcome of the patient was a full recovery. The physician¿s opinion regarding the causality of this event was possible procedure related.

Manufacturer narrative:
The device has been disposed by the customer. As the lot # 15853251m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto 3 system; us catalog # fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). Product: preface guiding sheath with multipurpose curve; us catalog # 301803m; lot # 15870250. Product: soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10; lot # 10846835000139. (B)(4).